Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that event was associated with a clinical philos +study, patient ID# (B)(6).

Manufacturer narrative:
The patient¿s year of birth was 1934. Patient weight is unknown. The exact date of post-operative migration and loss of reduction is unknown; however, the issue was identified on (B)(6) 2016 during a post-operative follow-up visit. This report is for one (1) unknown 3-hole philos plate. Without a valid part and lot number, the UDI is not available. The revision procedure was originally scheduled for (B)(6) 2016, but was subsequently cancelled. It is unknown at this time if a revision has taken place. Per facility, the complainant parts are not available for evaluation. Hospital contact number: (B)(6). (B)(4). Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal humeral internal locking system (philos) without augmentation procedure on (B)(6) 2016. It was noted during the procedure that the patient had poor fracture reduction resulting in the mal-position of the plate and screws. During a post-operative follow-up visit on (B)(6) 2016, primary and secondary screw perforation along with a loss of reduction was identified. At that time, a revision procedure was scheduled for (B)(6) 2016. However, the patient reportedly called on (B)(6) 2016 and proceeded to cancel the procedure. At this time, it is unknown if the revision has actually taken place. It was noted, however, that the reported issue resulted in the permanent impairment of the body structure or function and prolonged the patient's hospital stay. This report is for one (1) unknown 3-hole philos plate. This report is 1 of 2 for (B)(4).